Event description:
It was reported that the outer hose on the motor device had a tear. During in-house engineering evaluation, it was observed that the device was power broken, had holes in the hose by the muffler and low rotations per minute (rpms). The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were holes in the hose by the muffler, the device was power broken and had low rpms. Therefore, the reported condition was confirmed. It was determined that the holes in the hose by the muffler were indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was determined that the device was power broken due to a failure to follow the directions for use and running the device in the safe or load position. It was determined that the low rpms were due to the holes in the hose. The assignable root cause of the component damage was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.